Event description:
Patient's family observed large puddle of clear liquid under continuous renal replacement therapy pump, and pump was found to be leaking clear fluid directly below the machine body. Subsequently, registered nurse (rn) attempted to return patient's blood through pump's circuit in preparation for removing device from use because of leak. At this point, the machine began alarming "blood leak," and would not allow rn to proceed with blood return process. No overt blood leak could be identified, though clear fluid leak continued. Pump was manually turned off, and rn removed cartridge from pump and proceeded with manual blood return assisted by gravity. Clear liquid was visible on exterior of cartridge, though exact source was not identifiable at the time. Pump and cartridge sequestered for follow-up. Event is concerning because of potential for blood loss in critically ill and anemic patient if rn had not been able to manually return blood, as well as potential introduction of microorganisms through compromised dialysis line being used with central venous catheter.